Manufacturer narrative:
After battery installation, the device displayed flashing white on the lcd screen, problem isolated to electrical board. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify no delivery, low battery, failed battery, e/a alarms due to display anomaly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries and battery life was down to 4 to 6 weeks. Customer stated that the insulin pump had ransom no delivery alarm and e error code. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.